Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the pump was run at customer programmed rate and settings at stated in the event history log. The pump was in factory spec for size position and force, the accuracy was also in spec. The customer reported condition was not confirmed. No fault found. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received that a smiths medical smiths medical medfusion 4000 wireless pump wouldn't stop administering pain medication and had to be stopped manually by the clinician. No adverse patient effects were reported.